Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the perforator driver device had damaged components, worn gear and vibration. It was further determined that the device failed pretest for verify speed and asses attachment vibration. It was noted that the device had heavy vibration and the gear speed was too low. It was further noted that during disassembly, it was observed that the thread inside the housing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.